Manufacturer narrative:
The product was not returned to edwards for evaluation. However, as per review of procedural videos, imagery, and photographs, the following was observed: the sapien 3 ultra valve appears to be stuck inside the sheath and exposed through the torn sheath liner. Scratches and stretching of the sheath shaft material were observed along the sheath shaft. The sapien 3 ultra valve appeared to have bent valve struts and the 3mensio imagery report revealed calcification in the patient¿s access. A review of the device history report (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint. A lot history review was performed and one other complaint relating to the sheath shaft having resistance with the delivery system was found (evaluation is pending). A complaint history review from december 2019 ¿ november 2020 revealed additional similar complaints. Evaluation of these similar events identified as potential root causes: patient factors (calcification), and procedural factors (excessive manipulation). Instructions for use (IFU) for the esheath, delivery system, prepping manual, and device training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. Based on the review of the IFU / training manuals, no deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected under magnification. The inspections and tests support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU / training materials revealed no deficiencies. As per the complaint, ¿the physician experienced difficulty when the delivery system reached the iliac artery (approx. Around the mid-portion of the sheath shaft).¿ per the device training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as reported, ¿the patient was known to have severe vascular calcification¿ and was evidenced by the scratches on the sheath from the device imagery and 3mensio report provided. The presence of calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. These patient conditions, in conjunction with the exposed apices of the crimped sapient 3 ultra valve, may increase the rate of the valve getting caught on the sheath, preventing further advancement. Without return of the complaint device or procedural imagery, a definite root cause was unable to be determined for the sheath shaft resistance with the delivery system. However, available information suggests that patient factors (calcification) may have contributed to the complaint. The liner tear and damage to the sheath shaft likely occurred due to calcification and excessive device manipulation to counteract resistance during the advancement of the delivery system with a damaged valve. As the delivery system was attempted to be advanced, it is possible that the calcification and bent valve struts interacted with the sheath liner and sheath shaft material, leading to the observed liner tear and sheath shaft damage. The complaints were confirmed. No manufacturing non-conformances were identified during evaluation. Without the applicable imagery or return of the complaint device, a definite root cause was unable to be determined. However, available information suggests that patient (calcification) and procedural factors (damaged valve / bent struts caught on sheath / excessive device manipulation during device insertion) may have contributed to the events. Since no product non-conformances or IFU / training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.  However, per management discretion, a pra was previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath.  As there was no confirmed edwards defect, no corrective or preventative actions are required. However, a CAPA was previously initiated to capture further investigation and corrective / preventative action activities related to insertion of the valve through the sheath using the sapien 3 ultra and commander system configuration.

Manufacturer narrative:
UDI: (B)(4). This individual report provides data received from the thv/tvt registry. Investigation of this event is ongoing.

Event description:
As reported by the fcs, this was a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve and commander delivery system (ds). During the tavr, the esheath was inserted smoothly into the descending aorta, pass the iliac artery bifurcation. When advancing the ds into the esheath, difficulty was experienced when the ds reached the mid-portion of the sheath shaft in the iliac artery. Despite multiple attempts, the devices were unable to be advanced any further and were removed as a unit without any apparent issues. Around 10-15 minutes after removal, the patient was found to have an iliac artery tear and a covered stent was implanted. It was decided to abort the procedure and try again at a later date. Upon removal of the devices, it was noticed that the sheath was damaged and there was a strut slightly bent. There were no abnormalities noted with the sheath during prep. The loader was fully inserted into the sheath/sheath housing. The angle of insertion of the esheath was not steep. The resistance was felt at the expandable portion of the esheath, middle of the sheath shaft. The devices were discarded by the facility. The perceived root cause was patient severe calcification due to an ineffective shockwave procedure that was performed a week prior to the tavr case. Review of a photo provided demonstrates an esheath liner tear, sheath shaft damage, and a bent strut.